Manufacturer narrative:
Patient code: 2692 should be corrected to 3191: no code available (medical intervention, topical steroids). Device code: 3189 should be corrected to 1426. Patient identifier: (B)(6) should be corrected to (B)(6). Product problem should be corrected to adverse event. Required intervention should be marked. At a follow up visit it was reported that the white accretions of the patients got smaller without specific medical treatment. The doctor thinks the risk of recurrence will be low. Reported lens opacity means that icl lens opacity due to white accretions and not the patient's cataract. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -4.50/1.0/085 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od). White accretion on the lens and lens opacity were observed. The lens remains implanted. Per the reporter, "the patient had no subjective symptoms and the lens opacity was mild and improved with fluorometholone eye drops in 1 month. Currently, the lens opacity remains slightly." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.